Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump was stuck in the fill tubing and rewind loop. The customer stated that insulin was squirting out during the manual priming process. The customer's blood glucose was 198 mg/dl. The customer was advised that the insulin pump needed to be replaced. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test and prime test. Motor error alarmed during basic occlusion test due to faulty force sensor. Insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.